Manufacturer narrative:
Manufacturers ref# (B)(4). D4) catalog number: zta-p-28-109-w1 and zta-p-32-155-w1 d4) lot number: e4622325 and e4535684. G4) similar to device marketed under 510(k)/PMA: p140016. Summary of investigational findings: a patient with aortic dissection underwent tevar (thoracic endovascular aortic repair), where zta-p-28-109-w1 and zta-p-32-155-w1 were implanted. Patient anatomy was with some calcification and stenosis in the iliac artery regions on both sides (approximately f6mm min.). Devices were inserted through the left common femoral artery. Terumo sheath was inserted through the right common femoral artery. There were no issues at the completion of the procedure. A confirmation angiogram was performed, and a dissection was found in the right external iliac artery. After closure of the left leg stent delivery sheath access site, the dorsalis pedis artery could not be palpable, and a confirmation angiogram was performed, and a dissection was found from the left external iliac artery to the left superficial femoral artery. Therefore, a cordis/smart control was placed in the right and left external iliac arteries, and a gore viabahn in the left superficial femoral artery. The procedure was completed after confirming improvement in blood flow. No imaging was provided and no devices were returned for the investigation. Based on the provided information, the dissection from the left external iliac artery to the left superficial femoral artery is assessed to most likely be caused by inadequate access vessel diameter. The diameter of the access vessel was reported to be approximately 6.0mm with calcification and stenosis, and the outer diameter of the sheath of the complaint devices is specified to 6.0 and 7.1mm respectively. According to the IFU (instructions for use), careful evaluation of vessel size, anatomy, and disease state is required to ensure successful sheath introduction and subsequent withdrawal. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: although there was some calcification and stenosis in the iliac artery regions on both sides (approximately f6mm min.), it was determined that tevar was possible and was performed. Using the usual procedure, stent graft insertion was performed via the left common femoral artery approach. A 6fr, 10cm sheath was inserted into the right common femoral artery as the angiography route. As planned, zta-p-28-109-w1 was placed in the descending thoracic artery and zta-p-32-155-w1 was placed in the aortic arch. There were no problems such as leaks in the confirmation angiography after placement, and tevar was completed. The right leg sheath access site was hemostasis using a hemostatic device, but because the right common femoral artery was weakly palpable, a confirmation angiogram was performed and a dissection was found in the right external iliac artery. After closure of the left leg stent delivery sheath access site, the dorsalis pedis artery could not be palpable, and a confirmation angiogram was performed and a dissection was found from the left external iliac artery to the left superficial femoral artery. Therefore, a cordis/smart control (f8mm x 60mm) was placed in the right external iliac artery, a cordis/smart contral (f8mm x 100mm) in the left external iliac artery, and a gore/viabahn (f6mm x 100mm) in the left superficial femoral artery. The procedure was completed after confirming improvement in blood flow. The physician thought that it was not expected that the dissection would extend to the left superficial femoral artery, but this was all within expectations, and since a dissection also occurred in the right leg, it is not believed to be due to the cook device. 04dec2024 additional information was obtained. The physician's opinion was that this was not caused by a problem with the cook product, but was an incident that could have occurred regardless of the device used, given the patient's background. Patient outcome: good postoperative outcome and recovered.